Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of stapling, the reload does not close completely on the tissues to be stapled, and therefore impossible to staple. Another reload was used to complete the case. There was no patient injury.